Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing pod for between 4 and 24 hours when elevated blood glucose (bg) levels greater than 250 mg/dl were reported while the patient was sleeping, and a high glucose alert was displayed on the controller. Bg values were displayed similarly on the sensor application and were confirmed by fingerstick testing (233 mg/dl). Mild redness was reported at the pod insertion site. No insulin leakage was reported, and the cannula appeared normal upon removal. A correction bolus was administered; however, blood glucose levels did not decrease as expected. Per parent, on (B)(6) 2026, while the patient was still wearing the pod, medical attention was sought due to elevated blood glucose. The patient was evaluated in the emergency department for approximately 2.5 hours and discharged the same day. No diagnosis was reported. Treatment consisted of intravenous fluids for hydration. No other symptoms were reported.